Event description:
Heel warmer already activated in supply bin. Next heel warmer I grabbed, leaked all over patient after being activated. I am constantly having issues with this brand.no patient harm.